Manufacturer narrative:
H3. Code 81 - device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
It was reported that the patient had a full system explant due to infection. No additional relevant information has been received to date.

Manufacturer narrative:
H2. If follow-up, what type, corrected data: on supplemental #2 submission "additional information" was inadvertently not checked.

Event description:
It was reported that the patient was having ongoing issues with infection. No surgical intervention has occurred to date. No additional information has been received to date.

Event description:
It was reported the patient was on anticoagulants when he underwent replacement surgery and now has some "erosion" at the generator site. The patient had exploratory surgery to deepen the generator under more muscle. It was reported that the device was checked and there were no issues with it. No additional information has been received to date.